Event description:
It was reported that a caregiver delivered an additional corrective dose through a meal announcement in response to rising blood glucose, after which glucose levels returned to the target range. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia without the need for medical intervention. Investigation included review of device use history and user education on appropriate use of meal announcements and correction dosing. Investigation of this case revealed user error related to dosing through the meal announcement feature rather than using the recommended correction process, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper use of the device¿s meal announcement function.